Manufacturer narrative:
Please disregard the initial report as it was created in error. The customer had not been wearing the insulin pump for one week prior to the reported event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose at the time of incident was 500 mg/dl and the current blood glucose level was 211 mg/dl customer has not been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump and the sensor was not returned for analysis.